Event description:
The patient reported that their v-go 30 had fallen off because he has bumped it or he was mowing the lawn and sweaty. Specific number of occurrences or event dates were not provided. There is no device available for return to the manufacturer for evaluation.